Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill or stopper leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood and sample leakage. The under-fill event occurred 30 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when using sst tubes, the tubes were found with not enough draw and blood leaked from the stoppers."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood and sample leakage. The under-fill event occurred 30 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when using sst tubes, the tubes were found with not enough draw and blood leaked from the stoppers."